Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013, upon sensor removal, patient found that sensor wire was missing. At the time of the event, patient was not experiencing any discomfort from insertion site. No medical intervention was necessary.